Event description:
It was reported that packaging said two cases of solo plus hybrid guidewire was shipped but what arrived had no catalog number, lot code, expiration date or any identifiable information tw# (B)(4) and packaging box was blank and so was the product wrapping tw# (B)(4). They believed this might be a mis-pick or short-shipped item.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.